Event description:
It was reported that the patient was experiencing frequent chronic low flow alarms and had been medically assessed by their physician and deemed to require the low flow alarm threshold to be lowered to 2.0 lpms. This was scheduled with the customer. The low flow adjustment was done and the patient/clinical staff were given a copy of the low flow alarm guides. The system controller was upgraded to the low flow software. Log files were unable to be provided. The cause of the low flows was the patient receiving dialysis. The low flows resolved with the software upgrade. There were no patient symptoms at the time of the low flows. The patient did not have renal failure prior to left ventricular assist device (lvad) implant. However, the lvad did not cause or worsen the renal failure. The patient was to receive dialysis until the time of discharge.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed by an onsite abbott representative. Although specific cause for the reported alarms could not be conclusively determined through this evaluation, it was communicated that the cause was thought to be due to the patient receiving dialysis. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported renal dysfunction could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.